Manufacturer narrative:
The insulin pump was pump received with intermittent up arrow button response due to corroded keypad traces. The insulin pump has normal operating currents. The insulin pump was monitored for several days and no battery out limit alarms occurred during our testing. The insulin pump passed the self test and a21 error test. No a47 or a21 alarm noted during our testing however, a47 alarm found in the alarm history file due to corrupted history file. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the buttons on the insulin pump are unresponsive. Blood glucose value is unknown. The alarm history showed a low reservoir, battery out limit, unexpected restart, and displayable history check failed on startup alarms. Customer declined troubleshooting for the alarms. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.